Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04515. The pt received two trial leads with different lot numbers. It was reported the physician made four attempts with placement of the leads due to scar tissue. On the day of the implant, the pt reported a headache. The physician performed a blood patch the same day. F/u identified the pt felt better that night. Further f/u found the pt was receiving effective stimulation, and he reported the headache had lessened.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.